Event description:
The manufacturer received information alleging a bipap vision emitted a noise and smoke while in use. There was no report of patient harm or injury. The caregivers at the facility were administered oxygen and aerosol breathing treatments after the event and required no further treatment. The device has not yet been returned to the manufacturer for investigation. A follow up report will be submitted by the manufacturer when the investigation is complete.